Manufacturer narrative:
The returned product was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the patient's hypoglycemia and hospitalization was found.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results below 3.9 mmol/l [70 mg/dl] mean low blood glucose (hypoglycemia). If you get results below 3.9 mmol/l [70 mg/dl] , but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l[70 mg/dl], follow the treatment advice of your healthcare provider,"and advises "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."

Event description:
The patient reported on (B)(6) 2015 his blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). The pod was removed and he called his doctor who requested a paramedic to take him to the hospital. On (B)(6) 2015 at 9:30 am he was released from the hospital.